Event description:
It was reported that balloon rupture occurred. The 60% stenosed target lesion was located in the mildly tortuous arteriovenous fistula. A 7.0 x 60, 135cm mustang balloon catheter was advanced to dilate the lesion. However, during the first inflation the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The 60% stenosed target lesion was located in the mildly tortuous ateriovenous fistula. A 7.0 x 60, 135cm mustang balloon catheter was advanced to dilate the lesion. However, during the first inflation the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Device evaluated by MFR: the device was returned for analysis. A visual and microscopic examination identified that the device had been inflated and had not been refolded. Blood was identified inside the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied. The investigator was unable to inflate the balloon due to a pinhole on the shaft of the device. No issues were identified with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination identified no issues with the tip or markerbands that could have contributed to the complaint incident. A visual and tactile examination of the shaft identified no kinks on the shaft of the device. During inflation of the balloon liquid was noted to be exiting from a pinhole on the shaft of the device. No other issues were noted with the shaft which could potentially have contributed to the complaint incident. No other issues were identified during the product analysis.